Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 3mm x 30cm 155cm saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured at the lesion during its initial inflation. The device was inflated at nominal pressure of 8 atmospheres (atm) when it burst. As a result, a non-cordis balloon catheter was used as replacement. There was no reported patient injury. The intended procedure was reported to be an endovascular therapy (evt). The target lesion characteristics included mild vessel tortuosity, moderate calcification and ninety per-cent stenosis. The device was not used for a chronic total occlusion (cto). The device was stored, handled and prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty removing the product from the hoop, removing the protective balloon cover nor difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product in the patient. The device maintained negative pressure during preparation. There was neither resistance/friction while inserting the balloon into the patient or difficulty advancing the balloon catheter through the vessel nor difficulty crossing the lesion. The catheter was never in acute bend. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient. The device was discarded; therefore, it will not be return for evaluation.

Manufacturer narrative:
As reported, the balloon of a 3mm x 30cm 155cm saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured at the lesion during its initial inflation. The device was inflated at nominal pressure of eight atmospheres (atm) when it burst. As a result, a non-cordis balloon catheter was used as replacement. There was no reported patient injury. The intended procedure was reported to be an endovascular therapy (evt). The target lesion characteristics included mild vessel tortuosity, moderate calcification, and ninety percent stenosis. The device was not used for a chronic total occlusion (cto). The device was stored, handled, and prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product in the patient. The device maintained negative pressure during preparation. There was neither resistance/friction while inserting the balloon into the patient or difficulty advancing the balloon catheter through the vessel nor difficulty crossing the lesion. The catheter was never in acute bend. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82246561 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification with 90% stenosis may have contributed to the reported event, as damage to balloon material may have occurred during crossing or upon inflation. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.